Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn.

Event description:
It was reported that the patient's blood glucose levels reached 329 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. As treatment, a manual injection of insulin was delivered and a new pod was applied.